Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3536 showed sixteen other similar product complaint(s) from this lot number. The complaints for this lot number (refx3536) have been reported from facility china.

Event description:
It as reported the catheter connector leaks fluid, and it leaks after replacing a variety of connectors, and it also leaks after connecting the syringe